Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results from 5 patients tested for either thyrotropin (tsh), cyfra 21-1, testosterone (testosterone ii), or ft3 - free triiodothyronine (ft3 iii). Based on the data provided, erroneous tsh and ft3 iii results were identified. One patient was tested for tsh and one patient was tested for ft3 iii. The erroneous results were not reported outside of the laboratory. Patient 1 initial tsh result was 1.02 uiu/ml. The repeat result was 1.68 uiu/ml. Patient 2 initial ft3 iii result was 1.7 pg/ml. The repeat result was 3.1 pg/ml. No adverse event occurred. The tsh reagent lot number was 186663. The expiration date was not provided. The ft3 iii reagent lot number was 183221. The expiration date was not provided. The field service engineer visited the customer site and checked the performance of the analyzer. It was noted that sample probe cleaning had never been performed. Many sample alarms had been issued. After this visit the liquid level detection alarms were resolved. It was noted that the customer is using secondary ria 13x75 tubes with rack adapters. Serum is transferred from the primary tubes into these secondary tubes. It is recommended to use primary 13x75 sample tubes.

Manufacturer narrative:
A specific root cause could not be identified. The customer was using secondary 13x75 mm tubes which are not recommended. Maintenance was not performed on the analyzer according to manufacturer recommendations.